Event description:
Dexcom g-7 continuous glucose monitoring system units are failing. There is a small metal loop that should go into the skin on insertion and instead the loop is punching through the sensor housing. I have had four sensors fail and with the process of requesting and receiving a replacement being so long I am now without any sensors and particularly at risk overnight and during exercise for dangerously low blood sugar events. Reference report mw5172442, mw5172444, mw5172445.